Event description:
Per the clinic, the patient experienced an infection at the abutment site (specific date not reported). Subsequently, the patient was treated with oral antibiotics twice a day for fourteen days (specific date not reported). The patient was also treated with a topical antibiotic (specific date and duration not reported). The abutment length was exchanged from 12mm to 14 mm. The implanted device remains.